Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: migration, tilt, perforation of all struts outside the wall of the ivc. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per medical records: approximately 8 years post ivc filter implantation, the patient underwent an MRI of the lumbar spine. Approximately 13 years and 7 months post filter implantation, the patient underwent an abdominal and pelvis CT scan for recurrent pain and a history of colon cancer. The scan showed linear scarring at the right middle lobe, granulomatous disease exposure within the liver and spleen, cholecystectomy and additional solid organs are grossly intact. Additionally, vascular calcifications without abdominal aortic aneurysm, surgical clips at the anterior abdominal wall from previous hernia repair, hysterectomy, appendectomy and large amount of stool in colon without pericolonic inflammatory change and/or bowel obstruction. The patient shows signs of mild degenerative change as well as a sclerotic bone island at the right sacrum. Approximately 1 month following the CT scan, the patient underwent an x-ray to evaluate ivc filter placement. The trapease ivc filter was seen superimposed over the left aspect of the l2-l3 bodies. Correlation with prior MRI of the lumber spine demonstrated a left-side ivc. The filter is said to be in an abnormal location. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 14 years and 10 months post implantation. The patient reports perforation of filter strut(s) outside the ivc and filter tilt. The patient also reports suffering from constant pain in side, restlessness and nervousness.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to migration, tilt, perforation of all struts outside the wall of the ivc. Per the medical records, approximately 13 years and 7 months post implant, a CT scan done for recurrent pain and history of colon cancer revealed linear scarring at the right middle lobe, granulomatous disease exposure within the liver and spleen, cholecystectomy and additional solid organs are grossly intact. Additionally, vascular calcifications without abdominal aortic aneurysm, surgical clips at the anterior abdominal wall from previous hernia repair, hysterectomy, appendectomy and large amount of stool in colon without peri-colonic inflammatory change and/or bowel obstruction. The patient shows signs of mild degenerative change as well as a sclerotic bone island at the right sacrum. Approximately 1 month after the CT scan, an x-ray revealed the filter superimposed over the left aspect of the l2-l3 bodies. Correlation with prior MRI of the lumber spine demonstrated a left-side ivc. The filter is said to be in an abnormal location. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and filter tilt. The patient also reports constant pain in the side, restlessness and nervousness. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown; said to be (B)(6) 2003. The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused migration, tilt and perforation of all struts outside the wall of the ivc. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the events is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: migration, tilt, perforation of all struts outside the wall of the ivc. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.